Event description:
The customer reported that the system would not fluoro. The error message battery disconnected shows up on the mainframe display.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep was able to duplicate the issue but found a defective battery pack. He replaced the battery pak. The system operates as designed.